Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was walking and felt a pop in his right hip, went to the emergency room, where he was noted to have a fracture of his modular neck prosthesis.